Manufacturer narrative:
The electrode lot number and expiration date were not provided. Ise hardware controller errors and ise module (mixing tower) leakage were noted. The leakage occurred due to missing o-rings in the ise mixing tower. The o-rings were replaced. The field service representative found a loose sample probe liquid level detection cable and noted the etcher volume was low. The field service representative cleaned the ise mixing tower, removed and reconnected the sample probe liquid level detection cable, replaced the etcher bottle solution, and replaced the acryl block on the ise. He verified the module was operating successfully. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable sodium electrode results for 1 patient sample on a cobas integra 400 plus analyzer. The initial result was 130 mmol/l. The repeated result was 136 mmol/l. The questionable result was reported outside the laboratory and a corrected report was sent. The low result was questioned by the physician and the sample was repeated. The repeated result was believed to be correct.